Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va00848, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va00848, implanted: (B)(6) 2012, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
A consumer reported they got a staph infection from the hospital. The infection was discovered in (B)(6) 2012 when the patient saw their surgeon for a follow up appointment. The surgeon removed the system and cleaned it all out. The patient was placed on intravenous antibiotics for several weeks and they were checked regularly for infection. The system was re-implanted in (B)(6) 2012. The patient's indication for use is essential tremor and movement disorders.